Manufacturer narrative:
(B)(4). Approximate age of device - 1 year and 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was found down on the floor with alarms. When emergency medical services (ems) arrived, they stated the controller alarmed connect power. The lvad clinician was able to guide them through the phone to connect both power sources. The alarms resolved once the patient was connected to power by ems. The patient experienced anoxic brain injury. The manufacturer¿s technical services representative reviewed the submitted log file and observed no external power alarm. On (B)(6) 2018, the patient observed an alarm, and lost consciousness while attempting a system controller exchange. The spouse reports that the patient¿s batteries have been running down much quicker than before. On (B)(6) 2018, the patient expired due to anoxic brain injury. No additional information was provided.